Event description:
During laparoscopic tubal ligation the kronner manipujector was being used. The manipujector broke while in the pt during the procedure, but was retrieved in its entirety. No harm to the pt identified.

Manufacturer narrative:
The kronner manipujector was not returned to coopersurgical for eval. Unfortunately, as the product was not returned to coopersurgical a conclusion on the root cause cannot be reliably determined. However, please note that a query of our complaint database revealed similar complaints have been attributed to excessive force and manipulation by the user. Should this product be returned to coopersurgical at a later date, we will provide a device eval f/u to FDA. (B)(4).